Event description:
Patient underwent an axillo-femoral vascular bypass procedure associated to a femoral popliteal bypass procedure in 2003. A perigraft fluid collection was observed post-operatively and was evacuated by repeated punctures. No additional information was provided.